Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was performed. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during an acl reconstruction and meniscus surgery using the fast-fix 360, after t1 was implanted, t2 deployed simultaneously. The procedure was finished without delay using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360, after t1 was implanted, t2 deployed simultaneously. T1 was removed from the patient and t2 did not deploy through the meniscus. The procedure was finished without delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).